Event description:
The customer reported to olympus that the visera elite xenon light source emergency light indicator lights up. The event occurred during a therapeutic procedure. There was no delay, and the procedure was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to an internal failure of the emergency light. Additional findings are as follows: the light guide connection is worn out, so it is sluggish. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and d8. The information included in b3 and d8 was inadvertently omitted from the initial medwatch report. Please see updates to b3, d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the emergency lamp indicator lit up due to a faulty emergency lamp. However, the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.